Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not latching alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the pump was in use with a patient at the time of fault and that no injury occurred. One cadd®-solis vip infusion pump was returned for analysis. The lens was found to be damaged and the downstream occlusion sensor (dso) seal was loose upon visual inspection of the pump. Multiple cassette not locked and cassette not latched alarms were found to have occurred on the device history log. Functional and sensor testing was performed; unable to duplicate reported fault. Based on the evidence, the complaint of "cassette not latching alarm" could not be confirmed nor could it be duplicated. However, the pump history shows several events; confirming complaint. The root cause is unknown.